Event description:
During the inspection of the ventilator it was discovered that the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was revealed that there was not any contamination of air gas module with liquid, but air gas module was faulty. According to received service report, there was air leak in air gas module and replacement of this part solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs from date of event (03/12/2025) did not confirm occurrence of the claimed issue. The faulty part was not available for further analysis despite request. The cause of the reported issue has been determined, as related to faulty air gas module. A correction of field # h6 device code was required. D6 ¿ device code - previous device code: 1120 (contamination/decontamination problem/contamination/1120), corrected device code: 2946 (mechanical problem/leak/splash/gas/air leak/2946).